Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 18 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.